Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot = product code 150610007, work order (B)(4) was manufactured on 14-dec-2016. (B)(4) parts were manufactured per specification and all raw materials met specification. No parts were scrapped from lot 8435549. 1 ncs (non-conformances) found associated with lot 8435549. Nr-0057651 is associated with lot 8435549. This was opened in relation to failing led light on the vision camera system. Nr-0057651 was a planned non-conformance therefore there is no correlation between nr0057651 and the complaint failure mode. H6 component code: appropriate term/code not available (g07002) used to capture no findings available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and d11. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The loosening interface was between the implant and the cement.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of total knee replacement (attune) to a revision total knee replacement using tc3/rev mbt with stems and sleeves. Loosening interface (cement/bone, cement/implant, implant/bone): the loosening interface was between the implant and the cement.